Event description:
A patient reported that an implantable collamer lens was implanted into their eye. The patient indicates they have loss of night vision; severe headaches and vertigo. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Claim#: (B)(4).